Event description:
On (B)(6) 2022, during a follow up, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius she was hospitalized due to a fall resulting in a head injury during a pd treatment. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient suffered a subdural hematoma due to a fall at home on (B)(6) 2022. It was affirmed the patient was connected to her liberty select cycler at the time of the fall; however, it was stated the cause of the fall was attributed to generalized weakness that is unrelated to pd therapy. The patient presented to the emergency department and was admitted to the hospital on the same day as this event. The patient was able to undergo ccpd therapy on a hospital provided baxter cycler (not a fresenius product) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2022. It was confirmed that the patient¿s fall, the resulting subdural hematoma and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event and continues ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: based on the required information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2022, during a follow up, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius she was hospitalized due to a fall resulting in a head injury during a pd treatment. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient suffered a subdural hematoma due to a fall at home on (B)(6) 2022. It was affirmed the patient was connected to her liberty select cycler at the time of the fall; however, it was stated the cause of the fall was attributed to generalized weakness that is unrelated to pd therapy. The patient presented to the emergency department and was admitted to the hospital on the same day as this event. The patient was able to undergo ccpd therapy on a hospital provided baxter cycler (not a fresenius product) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2022. It was confirmed that the patient¿s fall, the resulting subdural hematoma and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event and continues ccpd therapy on the same liberty select cycler at home post-discharge.